Event description:
In 2008, the hp's caregiver of the home patient (hp) contacted a baxter technical service representative (tsr) regarding a system error 2240 (air in line) alarm and system error 2367 alarm during drain 3 to 6 while using the home choice device. The pt line became disconnected from the transfer set before the alarm and then the hp reconnected after the alarm. The tsr helped the hp recycle power and clear the alarm. The tsr explained the alarm. The caregiver was instructed to discard supplies, finish therapy with manual supplies and contact the nurse. Eight days later, during a follow-up call, the peritoneal dialysis nurse stated the hp was diagnosed with peritonitis. The hp presented with abdominal pain and cloudy effluent. The hp was not hospitalized and had no exit site or tunnel infection. According to the nurse, there was most likely a break in aseptic technique. The hp was retrained on proper procedure. The hp's effluent was cultured. According to the nurse, the hp is feeling better.

Manufacturer narrative:
The sample was discarded.